Event description:
I developed a rash that itches really bad, I have been bleeding non stop and passing heavy blood clots, my feet have been swelling, I have been having sharp pain on my right side that feels like something is stabbing me on the inside near my uterus and ovaries, I have pain during sex I can't stand it. (B)(4) update on (B)(4) 2014: now I am having a hysto on monday (B)(6) 2014.